Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "arcing". The instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor was damaged around the weld location. The following additional observations were noted by fa, but were not reported by the customer. There was thermal damage of the monopolar yaw pulley and distal clevis. Material appeared to have burnt off from the charring that occurred near the conductor wire. The known common cause of this failure is an arcing event. A heavy amount of charring was found on the yaw pulley at and around the hole for the conductor wire, suggesting that this was the initiation point of the arcing reported in the complaint. There was also a section of bare wire exposed near the yaw pulley wire exit location. There was also thermal damage to the conductor wire cap. This complaint is being reported due to the following conclusion: the permanent cautery hook instrument arced and had conductor wire damage with no evidence or claim of user mishandling or misuse. Although no patient harm, adverse outcome or injury was reported, the damage found at the weld during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, arcing was noted on the permanent cautery hook during electro-cautery use. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was using the permanent cautery hook to dissect the pelvis for a low anterior resection. The instrument was inspected prior to use and no damage was noted. The customer was using the erbe generator to activate monopolar energy with following settings: cut 4 and coagulation 4. The customer did remove the instrument during the procedure with a straightened wrist; however, could not confirm if collision occurred. The customer used a spare permanent cautery hook after arcing was seen. There was no injury to the patient.